Event description:
Caller reported that the pump was turned on, but the screen displayed no data, only a backlight, making it impossible to read or interact with the pump. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, although the warranty had expired, and the customer opted for a backup therapy using manual daily injections.